Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited impedance issues, capture and sensing variability due to insulation anomaly. The lead was capped and replaced. The patient&#38112;condition was stable post procedure.